Event description:
An event reported on return paperwork as a port that was explanted due to a leakage.

Manufacturer narrative:
Taper ii medwatch sent to FDA on: 13/sept/07 visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted leakage from around the port septum edge. The opening around the port septum may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Another breakage was noted in the band tubing which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Further information from the reporter regarding serial number has been requested but was not available. Based upon the implant date provided by the reporter the manufacturing side is assumed to be in another country. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."